Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient presented with 2 of three groups getting settings not available. There were no known environmental, external, or patient factors that contributed to the issue. An impedance check was performed and saw that electrode 15 was 32,000 ohms, out of range. The manufacturer representative reprogrammed her stimulation not using electrodes. The issue was resolved at the time of report. No symptoms were reported. On 2021-02-08, additional information was received from a manufacturer representative (rep). It was reported that the patient was seeing 'settings not available' event date (B)(6) 2020. Technical services reviewed why this happens and how to avoid it (impedances, parameters, etc). The rep stated that the patient is running dtm with high settings. The rep noted that today when programming the patient that 14/0 and 15/0 were showing high, greater than 30,000 ohms. Technical services reviewed the caller should make sure to reference all electrodes to make sure he is using viable contacts for the patient. The rep adjusted programming off those contacts. The rep was with the patient and would continue to program with the patient to avoid the 'settings not available' message and get optimal therapy. No symptoms were reported. On 2021-09-08, additional information received from the manufacturer representative reported that electrodes 14 and 15 were still out of range and now electrode 6 was also out of range. On 2023-11-13, additional information was received from the manufacturer representative (rep) reporting contact 6, 14 and 15 showed as ¿avoid¿ with impedances of 40k ohms on the impedances standard session report the rep sent in. The patient was getting ¿unable to provide desired settings¿ message, but their programming was not using the high impedance contacts. The rep added contacts to the programs and it seemed to resolve the issue.